Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 it is not possible to determine the lot number or catalog through the photos provided. ¿ deflation: no opening is seen in the attached photo. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.